Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by biomed on behalf of the PICC rn that the sr 8 ultrasound system (9770501) caused incorrect ECG readings where the diamond indicators shows correct placement but when obtaining an x-ray the catheter is 'too deep.' Customer stated the ECG readings are erratic (high spikes in the ECG) and incorrect (green highlight in p-wave prematurely). Uses the sherlock on a sr 6 w/3cg tcs without these issues.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of incorrect ECG readings was unconfirmed. The customer sherlock operated normally with no visual errors. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device as serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by biomed on behalf of the PICC rn that the sr 8 ultrasound system (9770501) caused incorrect ECG readings where the diamond indicators shows correct placement but when obtaining an x-ray the catheter is 'too deep.' Customer stated the ECG readings are erratic (high spikes in the ECG) and incorrect (green highlight in p-wave prematurely). Uses the sherlock on a sr 6 w/3cg tcs without these issues.